Manufacturer narrative:
Argus case br2020238074

Event description:
When swallowing saliva we take this glue to the intestine, it can be harmful to health, is it? [Accidental device ingestion]case description:this case was reported by a consumer via interactive facebook digital media and described the occurrence of accidental device ingestion in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences.additional details,the consumer reported that consumer use other brands due to the price of the corega brand, and had a little resentment in using theproduct, when swallowing saliva they took this glue to the intestine, it could be harmful to health.